Event description:
It was reported that after the first use of the fiber, something affected the device during the cleaning and sterilization process within the facility. It was noted that the device had been left in the dryer all night at around 50 c of continuously applied heat, although the recommended drying time on manual is 20 minutes. An on-site check was performed and identified corrugated marks that appeared to be scratches on the fiber surface. It was noted that the manual for the devices was not received. Additionally, it was indicated that the aiming beam reached the tip, but the laser would not fire. The event occurred before the procedure; however, the anesthesia had already been administered. The procedure was not completed due to the same device being unavailable. There were no patient complications. This event is being reported due to procedure aborted after sedation was administered.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiberlase underwent a thorough analysis. Visual analysis of the fiber did not identify any physical defects as the fiber only had normal signs of use. As no damage could be identified, the reported allegations could not be confirmed. A review of the device instructions for use (IFU) was completed, and it noted the IFU contains appropriate instructions and warnings for use. The IFU indicates under "moist heat (steam) sterilization parameters" that the recommended temperature and dry time should be "132 c (270 f) and 20 minutes"; however, the customer indicted the fiber was left drying overnight at a 50 c temperature. These steps performed by the customer are out of scope for what is recommended in the IFU; therefore, a conclusion code of failure to follow instruction was assigned to this investigation.

Event description:
It was reported that after the first use of the fiber, something affected the device during the cleaning and sterilization process within the facility. It was noted that the device had been left in the dryer all night at around 50 c of continuously applied heat, although the recommended drying time on manual is 20 minutes. An on-site check was performed and identified corrugated marks that appeared to be scratches on the fiber surface. It was noted that the manual for the devices was not received. Additionally, it was indicated that the aiming beam reached the tip, but the laser would not fire. The event occurred before the procedure; however, the anesthesia had already been administered. The procedure was not completed due to the same device being unavailable. There were no patient complications.this event is being reported due to procedure aborted after sedation was administered.

Event description:
It was reported that after the first use of the fiber, something affected the device during the cleaning and sterilization process within the facility. It was noted that the device had been left in the dryer all night at around 50 c of continuously applied heat, although the recommended drying time on manual is 20 minutes. An on-site check was performed and identified corrugated marks that appeared to be scratches on the fiber surface. It was noted that the manual for the devices was not received. Additionally, it was indicated that the aiming beam reached the tip, but the laser would not fire. The event occurred before the procedure; however, the anesthesia had already been administered. The procedure was not completed due to the same device being unavailable. There were no patient complications. This event is being reported due to procedure aborted after sedation was administered.